Event description:
It was reported that when the in-coming inspection by distribution center staff, the staff found that the part connected to the handle of the osteotome blade had broken. It was confirmed to sr, it occurred at revision surgery. The osteotome blade was broken when it was attempted to rid the cement of the femoral side because the cement was hard.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The device broke in overload. The fracture likely initiated over multiple uses. The base metal was a fe-cr-ni-cu-ti alloy consistent with a 455 ph stainless steel. No material or manufacturing defects were observed on the surfaces examined. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that when the in-coming inspection by distribution center staff, the staff found that the part connected to the handle of the osteotome blade had broken. It was confirmed to sr, it occurred at revision surgery. The osteotome blade was broken when it was attempted to rid the cement of the femoral side because the cement was hard.